Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, post-paced t-wave oversensing was observed on the ventricular channel. A programming change was recommended. The physician decided not to take any action at the moment. The patient will return to the clinic next year and the change will be made then.